Manufacturer narrative:
Unit unable to prime during the prime/delivery test and motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker. No motor position encoder error alarm on alarm history screen. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm after holding the act button. Customer also reported that the device was stuck in the preparing to prime loop. Blood glucose level at the time of the incident was 72 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.